Event description:
Baxter received a report from a baxter technician to report that blower assembly, sae power cord had damage with exposed copper wires. The bed was located at the account and during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the blower assembly. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual inspect power cord for damage, twisting and replace if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on july 15, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Similarly, the d9 date in the initial report was incorrectly submitted as 9.24.2024. The correct d9 date should be 10.16.2024. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report that blower assembly, sae power cord had damage with exposed copper wires. The bed was located at the account and during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.